Event description:
Pi drill became hot during surgery. Drill was replaced and surgery was continued. No harm to the patient. Manufacturer response for pi drill handle, (brand not provided) (per site reporter) manufacturer replaced drill set.